Manufacturer narrative:
The customer reported that the asi was flashing red and battery pack was depleted and expired. The maintenance schedule is reported as monthly. Troubleshooting of the AED with the customer identified that the AED has a new battery pack; the device is functioning as designed and can remain in service. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was expired and depleted. They reported that this did not occur during patient use.